Event description:
Per the physician, the patient underwent revision surgery in 2007 due to skin overgrowth on the fixture. The patient also complained of loose abutments. A new abutment was attached. After the revision surgery and the use of a new abutment, the patient is reportedly doing well.